Event description:
It was reported that there were burs on the metal handle of transparent extension tubing inside the catheter, inappropriate for use.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged metal connector stem is confirmed but the exact cause could not be determined from the photo sample provided. Three photo samples of a groshong nxt connector were provided for investigation. The first photo sample shows the distal end of the proximal segment of the connector. The metal stem appears to be damaged at the tip. The material damage appears to be angled; however, the characteristics cannot be clearly observed. The second and third photo shown the side profile of the metal stem. A metallic burr appears to be visible near the tip. The exact cause of the burr could not be determined from the photo sample provided. Possible contributing factors include damage during handling or assembly. The complaint is confirmed but the exact cause remains unknown. Reynosa evaluation: complaint due to ¿there were burrs on the metal cannula¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and photo evaluation performed by vad field assurance the following was concluded: the proximal connector was found to be damaged at the distal end. A metallic burr was observed at tip of the stainless steel cannula. Damage during the manufacturing process may be a potential root cause/contributor to the observed cannula damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors include: risks of damage during clinical procedure, instrument damage, handling or use, etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of recv3447 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recv3447 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burs on the metal handle of transparent extension tubing inside the catheter, inappropriate for use.